Event description:
When package of 20 ml monoject covidien syringe opened, the plunger flange was deformed (part of it was bent upwards). Two of the four sides of the plunger itself were deformed or misshapen. There was also a black mark on one of them.